Manufacturer narrative:
D4 has been updated to correct catalog#/gtin the reported event could be confirmed, since the device was returned and is indeed broken. The visual inspection showed that the whole threaded portion of the implant is missing. The shaft of the screw is slightly deformed, proving that force was used on the device. Since the device is cannulated, the surface of the breakage cannot be analyzed thoroughly. However, the clear deformation of the metal indicates the use of force during the use of the implant. The root cause can therefore be attributed to be user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that: "the screw has broken off at the thread. Fragment of the screw in the patient. Need for a new surgical intervention. Replacement of the screw."

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "the screw has broken off at the thread. Fragment of the screw in the patient. Need for a new surgical intervention. Replacement of the screw."